Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices and one nonconformance report noted on the lot; however, they are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. Additionally, the reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A user facility reported of a blood leak at the beginning of the patient's treatment. Blood left the dialyzer and leaked into the arterial hansen line. During follow up the clinic manager reported reported that the patient did not have a serious adverse event, he was moved to another machine. He lost 1 cycle or blood approximately 100 ml. The machine alarmed and blood was visible in the dialysate, no test strips were used. The dialyzer was discarded